Manufacturer narrative:
Evaluation of the first pod pc revealed that the embolization coil was returned advance out of its introducer sheath, and the complaint could not be confirmed. The complaint indicated that the pod pc was stuck in its initial position within the introducer sheath. Further evaluation revealed offset coil winds on the embolization coil and kinks in the pusher assembly. This damage was incidental to the reported complaint, and the root cause could not be determined. Evaluation of the second pod pc revealed that the embolization coil could not be advanced out of its introducer sheath; however, the pusher assembly was returned advanced from its initial position, and therefore, the complaint could not be confirmed. The complaint indicated that the pod pc was stuck in its initial position within the introducer sheath. Further evaluation revealed offset coil winds on the embolization coil and kinks in the pusher assembly. This damage was incidental to the reported complaint, and the root cause could not be determined. Penumbra products are visually inspected during in-process and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2021-02245. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-02245.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs), non-penumbra coils, and a non-penumbra microcatheter. During the procedure, the physician implanted five non-penumbra coils and one pod pc in the target location using the microcatheter. Subsequently, the next two pod pcs were stuck in the initial position of the introducer sheaths and were removed. The procedure was completed using four new pod pcs and two non-penumbra pushable coils with the same microcatheter. There was no report of an adverse effect to the patient